Event description:
It was reported that the pump did not deliver insulin as intended. During troubleshooting with technical support, the customer disconnected from the infusion site, requested insulin, and observed no insulin exiting the tubing. The customer changed pump supplies, but the issue recurred. Customer's blood glucose was 17 mmol/l. The customer reverted to an alternate method of insulin therapy.